Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer¿s blood glucose (bg) level ranged from 50-60 mg/dl. Reportedly, the customer was unsure if the cause of low bg was due to a settings issue as her hcp was changing insulin doses or if it was due to a non-tandem infusion set issue. Customer consumed carbohydrates to address low bg.